Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/2/2016 with the following findings: the pump casing battery compartment is damaged, (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on 11/2/2016.